Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump. No pump error 15 or pump error 4 noted during test. However, the formatted history file confirmed the pump alarmed pump error 15 alarm between 04/14/2024 16:44:59.000 to 04/17/2024 11:23:06.000 and pump alarmed pump error 4 on 04/17/2024 11:23:06.000. Moisture damage noted to electronic assembly and motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. The p-cap/reservoir does lock properly. Pump passed required test and no pump error 15 or pump error 4 alarms noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4-the motor arm cannot communicate with the main arm, pump error 15-the critical block and inverse critical block did not add to zero. The customer reported blood glucose value of 20.3 mmol/l. The customer reported hyperglycemia treated with a manual injection/insulin pen. The event involved product(s) mmt-1881. Troubleshooting was partially performed. Customer reported receiving a pump error. Customer was able to clear the error and able to rewind the pump. The customer reported unable to use the pump. It was unknown whether the customer completed the self-test or not and the self-test was passed or not. No further patient complications were reported. A product return for mmt-1881 was requested and the customer response was the device will be returned.